Manufacturer narrative:
Evaluation summary: two photos were provided of the probes and tubing coiled on bubble wrap by the customer. The probes have silicone tubing over the needles. Photo 1 shows three probes and photo 2 shows a larger view of just one 23ga probe. Both photos appear to show that the probes are visually in good condition, with no damage. No conclusion in relation to the complaint issue can be concluded based on the returned photos. (B)(4).

Manufacturer narrative:
Sample received by a company representative and sent to manufacturing site. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a vitrectomy probe did not cut during a vitrectomy procedure. The device was exchanged and the procedure could be completed with no patient harm. Aspiration function is unknown. Additional information has been requested, but not received. This is one of three reports being filed for the same facility. This report refers to the event occurred on (B)(6) 2016. The alcon reference numbers are: (B)(4).

Manufacturer narrative:
Evaluation summary: no lot number was identified with this complaint; therefore, a lot history review could not be conducted photos of a probe manifolds coiled on bubble wrap were provided by the customer. No damage was observed in the photos. One probe sample was returned for evaluation for the report of the probe not being able to cut (actuate). The returned sample was visually inspected and deemed nonconforming. The needle is bent approximately 20 degrees. The cutter is present within the port. Adhesive is present on the cannula. Actuation testing was performed and deemed nonconforming. The cutter did not move and remained in the closed position. Cut testing could not be performed due to no cutter movement. The probe was disassembled and the components inspected. There was approximately 5 minutes of wear on the inner cutter when compared to the cutter wear visual standards. The inner cutter is detached from the coupling. The complaint evaluation does confirm the probe had a quality issue that resulted in the probe not being able to function. The root cause for the poor probe performance was due to the separation of components within the probe. It appears that at the beginning of the probe being used the adhesive bond failed causing the inner cutter to become detached from the coupling. An investigation has been completed and action has been implemented to lower the frequency of probe complaints. Probes continued to be 100% inspected for actuation, aspiration, and cut during manufacturing. (B)(4).